Event description:
It was reported that the needle detached before administration, with no direct contact with the solution. There was patient involvement, but no patient harm report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.